Event description:
It was reported that this right atrial (ra) lead is scheduled for lead revision due to non-capture. It was noted that the patient had two ra epicardial leads implanted, and the second lead would be uncapped for testing and subsequent use. If issues arise during lead testing, another epicardial lead will be placed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).